Event description:
It was reported that, during a knee surgery, the "werewolf controller" did not register the wand when this one was plugged to it. The procedure was successfully completed without delay using the same device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection observed a scratched lid. Functional evaluation revealed the unit doesnt not detected the flow 50 wand. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.